Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad of the insulin pump was less responsive. Customer's blood glucose was unknown. Customer also reported that the insulin pump received failed battery test alarm, cracked and scratches on insulin pump screen. The insulin pump will not be returned for analysis.